Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to reproduce the reported issue. A flow sensor calibration was performed to resolve the reported issue. (B)(4).

Event description:
The hospital reported that the bellows suddenly fell to the bottom in mechanical ventilation mode mechanical ventilation became not available. There was no report of patient injury.